Event description:
Major pump unit(s) involved: blood pump. Additional text: outflow graft. Specific component(s) involved: other component malfunction, specify. Other component: outflow graft bend relief disrupted. Causative or contributing factor: no specific contributing cause identifiy. Intervention(s): none. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.